Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a donor nephrectomy, the surgeon attempted to fire the stapler, which resulted in a misfire. The staples did not fire in the intended manner, which caused bleeding from the vessel that was going to be stapled and the staple line was abnormal. The bleeding was controlled quickly however the misfire produced a staple line that was not acceptable and required a second staple load. There was anticipated tissue loss and there was a delay in surgical time by more than 30 minutes. No other adverse events were reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results.. The visual inspection of the cartridge noted the sulu was fully applied. The cam bar was reset. The approximating lever opened fully and the sulu unloaded and loaded repeatedly without difficulty. The sulu was reloaded with a full complement of staples. The instrument and sulu were applied to test media with acceptable results; the pushers advanced and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Additional information received from the account: some staples fell in abdomen, they were not retrieved.